Manufacturer narrative:
(B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak from a revaclear 400 dialyzer. The blood was not returned to the patient, leading to a blood loss of approximately 300ml. The reporter checked the connections and the lines were connected properly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.